Event description:
A customer contacted global technical service (gts) regarding a system error 2240 during fill 2 of 3. Per the home patient (hp), the solution was leaking out of the cassette door and onto the power strip. The technical service representative (tsr) had the hp move to a different outlet in the wall and checked the alarm log. There was a system error 2240 and se 2367. The tsr explained and now the hp said the connection to the heater bag was not connected and the tsr advised the registered nurse (rn) know about the alarm. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were not reviewed with the reporter. It was unknown how the hp would complete therapy with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported problem was confirmed, based on the customer report. However, the root cause could not be determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.